Event description:
The customer reported that no sample was delivered to wells g8 and h8 while pipetting an hcv plate on summit. No error was reported. No death or serious injury was associated with this incident.